Event description:
It was reported that the pt sensed pressure normal at first, however, the base line was observed to be out of alignment little by little before use. No further details, were provided.

Manufacturer narrative:
The device was not returned for evaluation.